Event description:
Hamilton medical ag received the following event description: "the ventilator malfunctioned as there was no o2 being delivered to the patient. The patient's o2 levels dropped".

Manufacturer narrative:
Hospital reports that the patient's o2 levels dropped but they're trying to rule out if it was a ventilator malfunction of due to that the cannula was not in correctly. Further information regarding the patient outcome has been requested from the hospital. Biomedical tested the device and was not able to duplicate any alarm nor discrepancy on the flow levels. Investigation is ongoing.

Manufacturer narrative:
We have received further information from the hospital. Patient is ok and has been discharged from the hospital. The desaturation did not lead to patient harm. Since the vent was swapped right away, it was not clear what was the actual cause. The hospital could not identify if the event happened due to ventilator malfunction or cannula. Service technician did a functional check and did the whole test mode process, and everything passed. Hence, any issues with the ventilator could not be reproduced.

Event description:
Hamilton medical ag received the following event description : "the ventilator malfunctioned as there was no o2 being delivered to the patient. The patient's o2 levels dropped".